Manufacturer narrative:
Initially, the customer complained of a technical issue without reporting any adverse event. While the device was being inspected by inmode, the clinic reported of a patient previously sustaining a burn with subsequent scarring. The technical issue identified during service inspection was excluded as a possible cause of the alleged burn, as it caused the system to cap the temperature at 33 degrees c. The clinic has not provided any photos to enable clinical assessment of the incident, nor has it filled the clinical form. The clinic also declined a retraining offered to them. The root cause remains unknown. The incident is reported out of abundance of caution.

Event description:
Clinic reported of an alleged burn and scarring following accutite treatment.